Manufacturer narrative:
Product complaint # (B)(4). Updated parts was received on 03/18/2021. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Following investigation was performed based on the images received. Customer quality investigation: the investigation was completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition(s) of broken was confirmed as . The image(s) was reviewed, and the complaint condition the image(s) provided showed the distal tip broke from the rest of the instrument. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a surgical procedure. During the surgery when physician struck driving cap, the tip broke off. The procedure was completed successfully. It is unknown if there was surgical delay. Patient outcome was unknown. Concomitant device reported: unknown impaction instrument (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.010.523-us, lot 31p5814: manufacturing site: bettlach. Release to warehouse date: march 20, 2020. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the device was broken, and the broken fragment was returned. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.